Manufacturer narrative:
The manufacturer received information alleging a ventilator¿s ac-vc mode was not working properly. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's pm kit was replaced, set factory settings and software version was upgraded, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator¿s ac-vc mode was not working properly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.